Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No numbers scrolling anomaly was noted during testing. The following cosmetic damage was found: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly; the menu scrolled uncontrollably during a bolus attempt. The patient's blood glucose at the time of incident was 246 mg/dl, and her numbers have been relatively high for two days. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.